Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on unknown date. Under computed tomography (CT) scan it was noted the hydrogel was injected into the prostate and moved circumferentially through the peri-prostatic venous plexus. Some of the hydrogel was also noted into the prostate. The patient experienced urinary retention, therefore, the patient needed to use a self-catheter intermittently for a few days. Upon the catheter removal, a few days later, the patient was able to urinate again. The patient's physician is planned to proceed with fractionated radiation, 70 gy in 28 fractions. It is unknown if the radiation treatment was delayed due to the urinary retention. At the time of this report the patient current condition is unknown. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) ,2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - vascular. Imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.